Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The needle to cuff miss was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional perclose proglide devices are being filed under separate manufacturer report numbers. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure as a cut down procedure was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with all three proglide devices. The evar procedure was completed using an 18f sheath. A cut down of the common femoral artery was performed to close the arteriotomy. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The patient was doing well post surgery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.